Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and undefined/high impedance. It was further reported a fracture was suspected. As the implantable pulse generator (ipg) was at elective replacement indicator (eri), a leadless pacemaker was implanted and the lead remained in the patient. Additional information received reported the implantable pulse generator (ipg) system was later explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.